Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ pain: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ double capsule: unable to observe since it is not related to the device. Additional observations: ¿ white encapsulation was observed on the shell.

Event description:
Physician reported that patient experienced "intermittent pain in left breast. Ultrasound examination shows ruptured implant". On explant surgery, total rupture of the implant and double capsule-formation removed. Device has been replaced with a non-allergan device. This relates to the left device.

Event description:
Physician reporting patient experienced "intermittent pain in left breast. Ultrasound examination shows ruptured implant". On explant surgery, total rupture of the implant and double capsule-formation removed. Device has been replaced with a non-allergan device. This relates to the left device

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect - impact code): f15.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell and orientation dot assessed, as inconclusive. Pain: unable to observe, since it is not related to the device. Double capsule: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting, patient experienced "intermittent pain in left breast. Ultrasound examination shows ruptured implant". On explant surgery, total rupture of the implant and double capsule-formation removed. Device has been replaced with a non-allergan device. This relates to the left device.